Manufacturer narrative:
Investigation summary: this complaint is for phoenix ID broth (246001) batch 0106932 that contained contaminated tubes. Samples were originally sent back from the customer, however they were sent to the incorrect site. During transfer of the samples from the incorrect location to sparks, the samples were misplaced and unable to be located. In addition to the samples, 2 photos were also provided by the customer which showed foreign matter in the tube. Additionally, a retention box ((B)(4)) from this complaint batch was visually inspected for contaminated tubes. Zero out of the 100 tubes inspected were contaminated. Based on the photos provided, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on this complaint batch. A review of complaints was performed and there were no additional complaints filed for this batch. Complaint trending was performed and no trends were identified associated with the complaint batch or defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using bd phoenix¿; ID broth the broth was discovered to be contaminated. There was no report of patient impact.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd phoenix¿; ID broth the broth was discovered to be contaminated. There was no report of patient impact.